Event description:
The patient reported the personal diabetes manager (pdm) experienced issues with delay in delivering bolus therapy. The pdm battery overheated and the pdm was no longer functioning between the hours of 12 and 6. The patient's blood glucose rose to 300 mg/dl. As treatment, a manual insulin injection was administered.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the controller delayed in bolus therapy. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.